Manufacturer narrative:
(B)(4): the device is expected to be returned for evaluation. It has not yet been received.

Event description:
Adverse event: dissection requiring medical intervention. Onset of adverse event: during the procedure. Device issue: none. It was reported that after performing a percutaneous coronary angioplasty in the distal right coronary artery involving the deployment of a 2.5 x 18 mm mini vision, a dissection was noted at the proximal end of the stent. To cover the dissection, another stent, a vision 2.75 x 15 mm, was deployed. The procedure lasted for 90-120 minutes. Reportedly, the patient is doing fine and is stable. No additional information was available.